Manufacturer narrative:
This investigation will be updated should further pertinent information be provided. Upon receipt at our post market quality assurance laboratory, resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout the resistance test were within normal limits but not for the pressure test, due to a cut in outer insulation. The cut in the outer insulation, likely occurred during explant and the removal of the suture sleeve. Visual inspection of the lead revealed a separation of the gore covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a slight stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. Under normal circumstances, separation of the gore covering will not impact the functionality of the lead. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported fracture and inappropriate shock.

Event description:
It was reported that the patient received multiple shocks due to the right ventricular (rv) lead being fractured. The implantable cardioverter defibrillator (ICD) was also found to be at the safety core pacing mode. Both rv lead and ICD were explanted. The rv lead was observed to be loose at the proximal end of the shocking coil upon extraction. The lead has been returned for analysis. No additional adverse patient effects.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient received multiple shocks due to the right ventricular (rv) lead being fractured. The implantable cardioverter defibrillator (ICD) was also found to be at the safety core pacing mode. Both rv lead and ICD were explanted. The rv lead was observed to be loose at the proximal end of the shocking coil upon extraction. The lead has been returned for analysis. No additional adverse patient effects.